Event description:
It was reporter that the procedure was to treat a restenosed proximal right superficial femoral artery (sfa). Pre-dilatation was performed with a 7.0 x 120 mm non-abbott balloon catheter. After pre-dilatation a dissection was observed. A 7.0 x 100 mm supera was used to successfully cover the dissection; however, force was needed to deploy the stent and it elongated, partially deploying in the profunda. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the complaint handling database revealed no other incidents reported from this lot. The pre-dilatation sizing table instructions listed in the supera veritas instruction for use (IFU) instructs that a vessel should be pre-dilated to 7.8mm when using a 7mm stent. Based on the reviewed information, no product deficiency was identified.